Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose level was from 400-600 mg/dl and the current blood glucose level was 174 mg/dl. The customer was assisted with troubleshooting. The customer stated that they removed the infusion set and the insulin pump due to the dying battery followed by which they got everything back together; however currently the meter was no longer sending over the information. The customer stated that they tried to link the insulin pump to themselves but it did not work. The device will not be returned for analysis.